Manufacturer narrative:
E1: postal code: 2502 g4: PMA/510(k) number = exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of the ngage nitinol stone extractor failed to open prior to retrograde intrarenal surgery (rirs). The procedure was completed with a new same like device. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, the basket of the ngage nitinol stone extractor failed to open prior to retrograde intrarenal surgery (rirs). The procedure was completed with a new same like device. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device were conducted. A document-based investigation was also performed including a review of, complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ngage nitinol stone extractor was returned in baggie, with label attached but no other packaging. The support sheath was bent, likely due to customer repack. The handle did not actuate basket formation. The handle was disassembled during investigation and basket formation could not be manually actuated. A review of the device history record found twenty non-conformances for basket/grasper will not open/close. All twenty devices were scrapped. All devices in the lot are tested for proper functioning during manufacturing and at subsequent quality control checks. All devices that passed the inspections were found to be within specifications. A review of complaint history records shows seven other complaints associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the device master record (dmr) and DHR suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. The instructions for use (IFU), does not provide any information related to the reported issue. The issue has been identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Due recent similar complaints, a CAPA was opened to capture the root cause investigation. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.